Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the srt, the device cannot be repaired and will be scrapped. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow pod failed ground impedance testing. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found the cause of failure was paint on the inside of the enclosure around the mounting surface of the power cable and flow sensor cable connectors, preventing continuity of the ground connection between the two. This prevented the ground impedance test from running. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.